Event description:
It was reported from the united kingdom that during service and evaluation, it was determined that the battery reamer device had contact damage, a sticky trigger, component damage, the moving parts did not move smoothly - trigger and heat. It was further determined that the device failed pretest for general condition, check for sticky trigger and mode switch test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the investigation is still ongoing. Once the evaluation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).